Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 555 mg/dl. Customer was wearing the insulin pump at the time of the call. Customer has not treated. Customer mentioned that she has been in contact with her trainer. Customer stated that her blood glucose has been running high for a while. Customer stated that it can go up as high as 555 mg/dl and she is unsure why. Customer declined a transfer to the helpline for assistance due to her work schedule. Customer was later called back and her blood glucose was 465 mg/dl. Customer stated that she treated with a bolus on the pump. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that she does not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives it. Customer was advised to do a complete set change.